Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the column power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the vertical column, on the 9800 system, intermittently will not go down. There was no report of patient injury.